Manufacturer narrative:
Results: the jet7 proximal shaft was kinked approximately 66.5 cm from the hub. The jet7 distal shaft began to stretch approximately 116.0 thru 120.0 cm from the hub and resulted in ovalization of the catheter shaft. The total length including the stretch/ovalization was 132.0 cm. Conclusions: evaluation of the returned jet7 revealed that the distal shaft of the catheter was stretched and ovalized. If the jet7 is forcefully retracted against resistance, damage such as ovalization and stretching may occur. During the functional testing, while advancing a stainless steel mandrel through the jet7, it became stuck at the ovalization in the distal shaft and was unable to be advanced further. Further evaluation of the returned jet7 revealed that the proximal shaft of the catheter was kinked. This kink was likely incidental to the reported complaint and may have occurred while packaging the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 kit. During the procedure, the physician placed a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max) in the target vessel and made one successful pass using a penumbra system 3d revascularization device (psr3d). After making a second pass with the psr3d, the physician removed the jet7 and noticed two kinks at the distal end. Therefore, the jet7 was not used, and the procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) with the same psr3d and neuron max. There was no report of an adverse effect to the patient.